Manufacturer narrative:
UDI: (B)(4). One (1) skyline spring clip driver [product code: 2868-30-300, lot no: gm4130801] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. The fractured tip was not returned for analysis. The fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the skyline driver tip fracturing cannot positively be determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of competitor product, acdf. Failure of competitor product. Surgeon used significant force on the driver and it failed. Delay of surgery for 0.5 minutes. No adverse event. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.